Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 3 and usm 4 for failure analysis investigation. The units were analyzed, and the following investigation results were obtained: usm 3: the unit had error 25750 and during visual inspection, no issues were found related to the reported problem. Unit was tested on an in-house system and passed normal mode. Unit was tested on pftp where carriage switches test, carriage lissajous, carriage direction test, carriage sensor check, carriage strength test, and carriage friction test all passed. Unit recognized and passed test instruments: sureform 60, sureform 45, stapler 45, and bipolar forceps. As a result of these findings, the back and center presence pins deemed to be the potential root cause of the reported failure. Usm 4: the unit came into failure analysis for errors 307 and 319. It was confirmed and replicated. The unit was also tested on a test platform and failed the fiber test (parallelogram) along with check all boards on the axes controller carriage (acc) (rolling loop). The gold parallelogram & rolling loop were installed and the unit passed. The original parts were returned and the unit failed. Upon further investigation, there was no fluid intrusion or physical damage. The logs showed errors 25730, 32097, 307 & 319. The parallelogram and rolling loop was consistent with the reported event and was the root cause of this issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 3 for failure analysis investigation. The unit was analyzed and the reported problem (error 307), was confirmed via error log as having occurred in the field (error 307 node not present acc). The unit was tested on an in-house system and failed in normal mode (error 32097). The unit was also test on a pftp, and direction test, usm fault check test, sine cycle test, carriage strength test failed, all these tests were pointing to the carriage (dof 6). The dof 6 stator was unplugged and reseated. The unit was ret-tested, and all tests passed. As a result of these investigation, failure analysis was able to conclude that error 307 combine with 32097, 307 and all the evidence getting from pftp the dof 6.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) 3 and usm 4 for errors. Intuitive surgical, inc. (Isi) has received the units; however, failure analysis is still ongoing.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the operation room (or) staff contacted the technical support engineer (tse) and reported the system had a non-recoverable fault and universal surgical manipulator (usm) 3 had to be disabled. The caller informed usms 3 and 4 faulted, with a non-recoverable fault occurring on usm 3. The customer power cycled the system with no change and the customer had to disable usm 3. The customer informed they were able to recover the errors on usm 4 and proceeded with the procedure using 3 usms. System logs confirm usm 3 and 4 errors. The procedure was completed as planned with no reported injury.